Event description:
It was reported by rihn et al in "the use of rhbmp-2 in single-level transforaminal lumbar interbody fusion: a clinical and radiographic analysis" (eur spine journal, doi 10.1007/s00586-009-1046-1) that a pt underwent a single level tlif procedure using rhbmp-2/acs. At an unk time post-op, the pt developed a lumbar hematoma that required reoperation.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for eval. Therefore, we are unable to determine the definitive cause of the reported event.